Event description:
Pt underwent a cysto/turp. During the procedure, an electrosurgical unit/cautery was used. When activated, a popping noise and a small spark were noted. Upon examination of the pt, two small burns were noted on the scrotum in the area that the cord from the unit had been resting. Biomed inspected the cord and found holes in the cords insulation.